Event description:
It was reported that while in the cath lab, the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and the md "tried to insert the iab into the sheath." The iab became stuck after the 15cm length of iab was exiting the tip of the sheath. Md removed the iab with the sheath and inserted another iab with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.